Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an altitude alarm occurred while pump was in the bathroom with the shower on. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was displayed as high with high ketone levels. Reportedly, customer reloaded the cartridge, the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.